Event description:
It was reported that the track was not locking properly. No adverse consequence reported.

Manufacturer narrative:
Customer reported that they were transporting a patient, and saw the track bend. The transport was finished without any issue. The customer likely did not ensure that both sides of the track were locked before use, then patient sat on the chair. The operations manual requires that both sides of the track are locked before use.